Event description:
It was reported that the tube doesn't stay connected to the bd sedi-40. The following information was provided by the initial reporter: tube support in sedi-40 doesn't stick to sedi-40 unit anymore.

Manufacturer narrative:
H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the tube holder was broken and loose. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tube doesn't stay connected to the bd sedi-40. The following information was provided by the initial reporter: tube support in sedi-40 doesn't stick to sedi-40 unit anymore.